Event description:
On 07/09/1999 at 6/p, the pt, feeling unwell, tested her blood glucose on her one touch basic with a result of 209 mg/dl. Unsure if her hypertension or blood sugar were causing her to feel ill, she tested on a neighbor's one touch meter at 6:30/p with a result of 445 mg/dl. Between 8/p and 9/p, the pt was tested at the hospital (hospital meter, brand unk) with a result of 495 mg/dl. She was treated with r insulin and admitted for hyperglycemia and hypertension. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics. Calibration status is unk at this time.